Event description:
The customer reported approximately forty (40) milliliters of fluid leaked behind the white blood cell (wbc) bath, within the instrument, involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and there was no patient consequence. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the source of the fluid leak was the seal between the white blood cell (wbc) bath and the aperture o-rings. The fse reseated the wbc bath to seal the fluid leak between the bath and aperture o-rings and resolved the issue. The fse cleaned under the diluter and noted no further evidence of fluid leak. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. (B)(4).